Event description:
Boston scientific received information that this right atrial lead exhibited undersensing. This lead was explanted and was replaced with new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.